Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. Sensor was inserted on (B)(6) 2016, on the abdomen. It was reported that calibration was not performed correctly (patient entered fs values while the ??? Symbol was showing). No additional event or patient information is available. Labeling indicates: remove your sensor and insert a new sensor.